Event description:
Device malfunction: none. Symptoms/ae: bradycardia/stroke. Time of symptoms: after the procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the patient experienced bradycardia. Later that same day, the patient became confused and agitated. An MRI of the brain was performed and revealed infarcts in the right parietal lobe, consistent with emboli - although it could represent a chronic infract - no baseline was available for comparison. The patient continued to have periods of confusion and agitation throughout the hospital stay and beta blockers were held. The patient remained hospitalized for several days awaiting resolution of bradycardia. Seven days post-procedure, a permanent pacemaker was inserted and the bradycardia resolved. The patient was discharged home eight days after the procedure. Although requested, there is no additional information available. Protect study event.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.